Event description:
It was reported that the patient's speech discrimination had decreased for the recent 2-3 months. No impact was reported. The patient was re-implantation on (B)(6) 2013.

Manufacturer narrative:
The device has been explanted and has been returned to innsbruck where it will be evaluated. When available, a device failure analysis will be submitted as a follow-up report.